Manufacturer narrative:
Device received with unresponsive select button, problem isolated to keypad assembly. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted. No blank display anomalies noted. Unable to verify failed battery test due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump a blank display and a failed battery test alarm. The customer¿s blood glucose was 205 mg/dl at the time of incident. Customer stated that the insulin pump had a blank display that was resolved by a battery and a recurring failed battery test alarm. No significant event leading to the issue was observed. Customer reported that the insulin pump alarmed another failed battery test alarm even after battery change and a new battery cap was used. Customer also reported that the insulin pump had a keypad anomaly and troubleshooting was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.